Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. On an unreported date in the same month as onset, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes of administration not reported). At the time of this report, the peritonitis was not resolved, the patient was not recovered from the event, and extraneal/physioneal therapies are ongoing. No additional information is available.